Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use the philips field service engineer (fse) inspected the system onsite and confirmed that device failed to boot up. After reviewed the log file the fse confirmed that ippc cannot boot up. The fse bypassed the hard disk and reinstalled the ippc operation system, the system was returned to use in good working order. The codes were updated based on the investigation outcome.